Event description:
I bought a bottle of contact solution. I wanted to get something new to clean my contacts very well and I chose bausch and lomb "peroxiclear." I have used many different kinds of contact solutions for 30 years, so I did not read the instructions. I noticed the red tip and thought it had to do with marketing the product. It reminded me of the red and white cross on a first aid kit. After soaking my contacts in the solution overnight (in my own case), I placed a contact in my right eye and immediately felt excruciating pain, like my eye was on fire. I tried to remove the contact, but it was stuck to my eye. I turned on cool water and held my eye under the faucet for several minutes and was finally able to get the contact out. The contact was acuvue oasys with hydraclear plus, meant to be worn in the eye for two weeks. I threw both contacts away. My eye was swollen, the white of my eye was dark red, and it watered for five minutes. It is still sore more than 3 hours later. When I looked at the bottle after this painful incident, I saw that the instructions were clear, however, as an educated person who has used contact solutions for more than 30 years, I never imagined that there would be a product on the shelf, right next to all the other saline and soaking solutions, that would cause this kind of eye damage. The red color did not alert me to focus in on the warning, the whole label is very busy and the writing is tiny. This product should not be sitting with other traditional products. It should be behind the counter in the pharmacy.